Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18lkq, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they think a wire came off the implantable neurostimulator (ins) and is poking through their skin. It was stated that over the weekend they noticed something was not right because they were feeling sudden pressure/tingling down in their pelvic area, but did not notice what was going on until the night prior to date notified. The patient was taking a shower and could feel the wire. Their spouse looked at it and saw the wire coming out of where the incision was made, and that it went through their skin. The patient is having a band-aid on it to keep it form their clothes, and they are sore right now. Follow up with the healthcare provider (hcp) is to be conducted. There were no falls or trauma related to the event. Follow up information received from the hcp on (B)(6) reported that the lead was not coming through the skin. It was noted that what the patient felt was a subcuticular that was slightly protruding. The patient had misidentified it as a wire. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.